Event description:
Philips received a complaint from the customer on the v60 ventilator indicating that the rear right rubber foot was bent. There was no patient involvement at the time the issue was discovered. There was no report of patient or user harm. It was reported that the rear right rubber foot was bent. A field service engineer (fse) went onsite and confirmed the reported issue. The fse replaced the central processing unit (cpu) cover tray to resolve the reported issue. The device passed the required performance verification tests per philips standards and was returned to service.